Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was debris on an intraocular lens, model zct100. No patient injury was reported since the reported iol was not used. No further information was provided.

Manufacturer narrative:
Product investigation. The return iol was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis toric acrylic lens. The lens was prepared for use as dried visco-elastic material was present on both sides of the lens. The lens was contaminated, dust particles were present and is expected as the lens was prepared and handled. Due to the condition of the lens, the reported complaint could not be confirmed. Manufacturing record review: the manufacturing records review found that there were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data showed that the lens was within power specification and met specification. During the manufacturing record review of the production order for this serial number, no non-conformances were identified. The documentation showed that the production order was manufactured according to specifications. Lens met specification prior to release. Labeling review: the directions for use, dfu for the tecnis toric lens was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.